Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade stopped working before the end of the case. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) blade seized/stopped. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.